Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (271 mg/dl) with slight to moderate ketones. Customer reported using apidra insulin. Customer treated elevated bg level by delivering correction bolus and eating. Tandem technical support assisted customer with the load process using a new cartridge and new infusion set. Customer confirmed that insulin was resumed successfully. Follow up with customer same day indicated that the customer's blood glucose level had improved to 98 mg/dl.